Manufacturer narrative:
As reported, patient had hernia recurrence post implant of ventralex st mesh. Based on the information provided at this time, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient's clinical course. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use, supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note the date of event as documented is estimated based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient had hernia recurrence post implant of medium ventralex st mesh.